Manufacturer narrative:
Analysis of the patient programmer serial#: (B)(4) found a corroded digital board. Conclusion applies to the implantable neurostimulator and conclusion applies to the programmer.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Analysis of the programmer (serial # (B)(4)) found that the programmer¿s digital board was corroded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their programmer would not power on. They had already tried new batteries in the programmer and that did not resolve the issues. These issues started on (B)(6) 2016. The patient also noted a loss of therapy. They had experienced back pain since 2004 and this was not a new pain. However, they had started experiencing increased pain since the day prior to there port because they were not able to use their patient programmer. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.